Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device exhibited a power on reset (por). It was unknown if this resulted in sub-optimal pacing for the patient or if the device was reprogrammed. It was further noted that the patient has an induction stove, wears a cell phone in their pocket and did not have radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.